Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that he had bleeding between stoma and skin for past two years and he does not see a cut or abrasion on stoma. He stated that bleeding was of large amount and pouch was filled with blood at that time. He did not think the wafer rubbed the stoma. Also, he went to the emergency room in the past and received multiple blood transfusions over two years. He was tested by gastrointestinal doctor for bleeding and diagnosed the bleeding was not from inside it was from the outside. At times, it had to be cauterized along with holding pressure and applying cold. He did not used any blood thinner. He also had a large parastomal hernia. It was noted that he still had bleeding, when the wafer was removed. Moreover, his stoma went up a size from twenty-eight millimeter (mm) precut to thirty-two millimeter (mm) pre-cut and the bleeding was a little better. His local nurse suggested him to try the same company¿s different moldable wafer. No photograph was available at this time.